Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, low, out of range pacing lead impedance and noise from lead fracture were observed. The physician elected to cap and replace the lead on (B)(6) 2016. The patient was in good condition.